Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. The customer reverted to an alternate method of insulin therapy.